Manufacturer narrative:
Analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead was fractured, exhibited noise, and had a high number of short v-v intervals. No further patient complications have been reported as a result of this event.